Event description:
This following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with amikacin (dose, route, and frequency not reported). The patient remained hospitalized. Outcome of peritonitis was not reported. The nurse stated the event was unrelated to dianeal therapy. On (B)(6) 2012, a written request was sent to (B)(6) pharmacovigilance requesting the reporter to be queried if the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, global pharmacovigilance received the following information from the nurse. On (B)(6) 2012, the peritoneal dialysis (pd) therapy was kept on hold and the patient was switched to hemodialysis. On an unreported date, the patient experienced cardiac arrest manifested by difficulty of breathing. On (B)(6) 2012, the patient was hospitalized for cardiac arrest. The patient was kept on mechanical ventilator and cardiac functions were monitored. On (B)(6) 2012, the patient died due to cardiac arrest. It was not reported if an autopsy was performed. It was not reported if the peritonitis with culture positive for pseudomonas aeruginosa, escherichia (e) coli and klebsiella pneumoniae had resolved prior to death. The nurse stated the cardiac arrest was unrelated to dianeal therapy. On an unreported date, a peritoneal effluent culture was performed which was found positive for klebsiella pneumoniae.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, global pharmacovigilance (gpv) contacted the peritoneal dialysis nurse and received additional information regarding labs, concomitant therapy and treatment. The following information was reported. On an unreported date, the patient was treated with amikacin 12.5mg per liter of pd solution intraperitonally (ip). On (B)(4) 2012, gpv received the following information from a consumer. The patient performs peritoneal dialysis (pd) exchanges outside of house with a pet. On (B)(6) 2012, the patient was retrained on the importance of pd protocol and the patient began retraining on aseptic technique.